Manufacturer narrative:
The reported event of noise due to over-sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
New information noted that the noise was suspected to be due to the patient's right ventricular lead. Programming changes were made on (B)(6) 2020 however additional episodes of noise were observed on (B)(6) 2020. No further intervention was performed.

Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient was discharged in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15179. It was reported that the patient presented for remote follow up via merlin.net with the episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. It was determined that there was over-sensing on the ventricular channel. Further investigation was recommended. No intervention was reported. The patient was stable.